Event description:
It was reported that the patient presented at the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture, r wave sensing variation, and low pacing impedance. The reported lead was explanted and replaced on (B)(6) 2022. The patient status was unknown.

Manufacturer narrative:
The reported events of cardiac perforation, failure to capture, and r wave sensing variation were not confirmed while the reported event of low pacing impedance was inconclusive. As received, a complete lead was returned in (B)(4) piece with helix cut for analysis. Further analysis for pacing impedance could not be conducted due to helix condition. Electrical testing, visual examination and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
Correction: h6 - previous documentation received noted that perforation was observed.

Event description:
It was reported that the patient presented at the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture, r wave sensing variation, and low pacing impedance. The reported lead was explanted and replaced on (B)(6) 2022. Perforation was observed. The patient status was unknown.